Event description:
It has been reported to co that the shaft of the guide broke during the procedure. The physician inserted the introducer sheath into the pt with no problems. The physician iserted the guide into the sheath and advanced it forward, little resistance felt. The physician looked on the fluoroscope and the guide was not visible. The physician injected some dye, and the physician was still having difficulty seeing the guide catheter. The physician attempted to remove the guide catheter and the guide was stuck. The outer jacket had sheared off. The physician attempted to remove the guide again and still no success. The physician cut the guide and tried to remove the rest of the guide and was not able to. The physician decided to remove every thing at the same time and was able to remove all devices successfully. The pt is reported to be fine.